Event description:
Bipolar cautery was contained in plastic "holder" secured to drapes. Without activation, the surgical resident noted melted plastic at the tip of the bayonet bipolar and candle size flame. This was extinguished with a sterile sponge - after starting a gown on fire. No injuries to either pt or resident. This was a spinal procedure in which this bipolar had been used approx 2 hours prior.